Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The body was received in three pieces with the main body and two ears broken off of the channel end of the device. There are heavy nicks, gouges, and areas of anodize removal on the exterior surface of the device consistent with use. There is a deep indentation on the interior surface of the channel area indicating strong contact force of a mating component. This damage is all post manufacturing.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A pd evaluation was performed by the pd engineer and the review states following: the adapter is part of the veptr ii system which allows the conversion of the existing veptr system to veptr ii without removing the existing veptr superior cradle. Referenced from netregulus complaint (B)(4): "the veptr adapter broke where the implant connects to the veptr superior cradle stem. Upon inspection, the wear markings on the inside of the adapter sleeve indicate that there may have been unusually high force / stress imposed upon the implant - this may be due to a hyper-kyphotic patient, for example. It is difficult to quantify this without knowing the length of the final construct." The materials used in this instrument design are adequate for the intended use. (B)(4). It is not possible to determine why the veptr adapter broke - whether it was due to patient activity or unusual stresses imposed upon the implant during or after implantation. Placeholder.

Event description:
Veptr 1 - veptr 2 converter was placed previously and during routine expansion the surgeon determined the implant was broken via x-rays. The sides were sheared off. The patient was non-systematic. The surgeon removed the converter and replaced with another. This is report 1 of 1 for complaint (B)(4).